Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, and was told the insulin pump needs to be replaced. The blood glucose reading was 746 mg/dl. The customer experienced ketones, dehydration, and her electrolytes were off balance. The customer didn't feel that the insulin pump malfunctioned, but she stated she won't be released if she doesn't get it replaced. The customer mentioned that the insulin pump has a crack on the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a broken reservoir tube lip.